Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509686m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the patient left the catheter room, pericardial effusion was confirmed by ultrasonography, and cardiac tamponade was diagnosed. Cardiac drainage was conducted. Pericardiocentesis was performed and patient's condition is stable. Prior to noting the cardiac tamponade, ablation was performed. The patient outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. The physician commented that the timing of onset of tamponade was unknown, and there seemed to be no causal relationship. The caller reported that since it was unknown when the cardiac tamponade occurred, it was unlikely related to the biosense webster, inc. Product. There was no evidence of a steam pop during the ablation procedure. There was no error message observed on the biosense webster, inc. Equipment.